Event description:
Potential for injury associated with the 4-way switch for the tilt recline function on a tdxsp-mcg working intermittently. This creates the potential for the user to become stranded.